Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the appearance of the staples (b-shaped, irregular)? Were there any staples missing from the staple line?

Event description:
It was reported that during a gastroplasty by video procedure, blue charger not properly closed stapling. Therefore, requiring suture line in all the stapling. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # l51p4d; mfg. 02/25/2014; exp. 1/25/2019. The analysis results found that four 6r45b reloads were received in good visual condition. Cartridges (a, b) 6r45b, l52026 were received fully fired and in good visual conditions. Cartridges (c, d) 6r45b, l51p4d, were received fully fired and in good visual conditions. No further functional testing could be performed due to the condition of the reloads. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.